Event description:
A slic screw was implanted in a patient's wrist. The screw broke as a result of a patient fall. Additionally, the bone broke around the screw due to weak bones as a result of the patient being a long time smoker. The screw was explanted.